Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon ruptured occurred. Vascular access was via the cephalic vein. The 90% stenosed target lesion was located in the severely calcified forearm arteriovenous fistula. The 6.0 x 40, 75cm mustang balloon catheter was used for dilatation of the lesion. Upon inflation at 22atms the balloon ruptured. The procedure was completed with another of the same device and the patient post procedure was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).